Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient's cleo site with duoderm had blisters, was really itchy, and wet underneath; allergic reactions to the cleo caused patient to breakout in blisters. Severe allergic reactions to the cleo; highly to cleo subcutaneous needle sets. Stated sited blister when exposed to cleo even when used through a duoderm dressing. Subcutaneous sites with cleo generally last less than 1 week. There was patient involvement and patient harm reported.

Manufacturer narrative:
No product was returned for device analysis. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.